Event description:
The lay user/reporter contacted lifescan on behalf of the lay-user/patient alleging that the product had the following product casing issue: cracked display. There were no allegations of harm or injury.

Manufacturer narrative:
Lifescan has requested the return of the subject lfs product for eval, but has not yet received them. If the lfs product is returned, lifescan will evaluate them and, if the lfs product does not pass inspection, lifescan will inform FDA of the results in a supplemental report.